Event description:
The manufacturer received information regarding a rep dreamstation auto bipap. The manufacturer received information alleging nose irritation, respiratory tract irritation while using the device. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
In this report, box g, h has been updated/corrected.